Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 09/23/2014 with the following findings:the battery compartment and returned battery cap were undamaged. The battery cap was able to be fully secured to the pump and maintained an electrical connection. There was no physical damage observed to the pump. The complaint that the battery compartment was cracked was not able to be confirmed during investigation. No defects were found.